Event description:
Losing eye sight. On (B)(6) 2016 I went in for my annual eye exam and prior to that I had noticed my vision would not work with my contacts nor my current glasses. That is when I found out that due to the rk surgery that I had in 1995 was not good for my eyes and that I am losing my eye sight and will continue to get worse. Since 2016 I have now early on cataracts, floaters, double vision in right eye only for now, halos, eye pain, headaches and very blurred vision. And the slices in my eyes tear open with even the slightest breeze. Why was the person using the product: correct my vision.